Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient was pre-operatively diagnosed with bony impingement, and underwent posterior cervical fusion at levels c3-c6. Intra-op, after the set screw was implanted, it was discovered that the set screw was cross-threaded and/or stripped. Hence, the set screw was explanted and replaced with the other one. No patient complications were reported due to this event. The set screw did not appear to be damaged at all after it was removed.